Event description:
It was reported that this patient had reported that their battery had run out. No adverse patient effects were reported. The device remains implanted. Additional review of the case noted that the device has been implanted for twelve years and there was no direct allegation of premature battery depletion.

Event description:
It was reported that this patient had reported that their battery had run out. No adverse patient effects were reported. The device remains implanted.